Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced two occurrences of a failure code 814:04. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty pump head module (phm). To correct the condition, the phm was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.